Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 47-year-old male patient presenting with cardiomyopathy, with a pre-support clinical condition consistent with scai shock stage e, and a history of diabetes mellitus. During support, the registered nurse reported a new controller-error alarm. Possible causes were discussed, and the nurse inquired about disabling the alarm; it was explained that the alarm could not be disabled. The local team was notified to assess the situation. The patient experienced suction events and non-pulsatile flow, consistent with right-heart failure physiology. Nursing staff reported low left-ventricular numbers, and arterial line monitoring confirmed non-pulsatility. Central venous pressure was noted to be higher than pulmonary artery pressures, and suction events persisted. Discussion occurred regarding obtaining echocardiography to confirm device position and assess right-ventricular function. High purge pressure was also noted, the audio alarm was disabled, and tissue plasminogen activator (tpa) purge therapy was planned. Urine output remained greater than 30 ml/hr and was described as concentrated and amber. Despite ongoing management, care was ultimately withdrawn, and the patient expired. The hematuria may be influenced by patient-specific factors such as critical illness, cardiogenic shock, anticoagulation exposure, and hemodynamic instability during mechanical circulatory support. The cardiac failure may be related to progressive cardiogenic shock with right-heart failure, non-pulsatile flow, and refractory hemodynamic compromise despite advanced support. The device is being conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition, as the patient presented in scai shock stage e.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error. D4: corrected catalog number and serial number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: cardiac failure/hematuria: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow/purge pressure high: due to a lack of data logs and product returned, the cause of the purge pressure high/low or blocked pump flow cannot be established.